Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a female patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) via reusable pen, subcutaneous, 6iu varying from 3 to 4 times daily, for the treatment of diabetes, beginning prior to 2014. On (B)(6) 2015 night, more than one year after starting insulin lispro via humapen luxura hd (lot number 1208g02), the insulin was not delivered due to a problem with the device. The consumer thought the pen was broken and the needle was not piercing the cartridge. On (B)(6) 2015, because the insulin was not delivered by the device on (B)(6) 2015, the patient had high blood glucose with levels more than 500 (unknown units) which was considered serious by the company due medically significant reasons. The patient reused the same needle for each two applications. The patient did not receive corrective treatment and was not recovered from the high blood glucose. The treatment with insulin lispro was continued. No additional follow-up will be requested once the reporting consumer declined to provide further contact. The mother of the patient operated the device and she was trained by a physician. The patient used this device model and the reported device for approximately one and half year. The device return was not expected once the usage concerns were resolved, and device was reported to be working properly. The reporting consumer related the high blood sugar to the insulin lispro and did not provide relatedness opinion between the dose omission and the medication. On (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting. Edit (B)(6) 2015: upon internal review on (B)(6) 2015 from the global product complaint system. Complaint number provided.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a consumer reported on behalf of a female patient that her humapen luxura hd was broken and the needle was not piercing the cartridge. The reported stated the injection screw was not touching the cartridge plunger and the insulin was not delivered. The patient experienced high blood glucose levels. The lilly call center was able to successfully troubleshoot the device, and the reporter said the injection screw moved and insulin left the device. However, the device was returned for investigation. The investigation of the returned device (batch 1208g02, manufactured august 2012) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of high blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information provided by a second reporting consumer, concerns a female patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) via reusable pen, subcutaneous, 6iu varying from 3 to 4 times daily, for the treatment of diabetes, beginning prior to 2014. On (B)(6) 2015 night, more than one year after starting insulin lispro via humapen luxura hd (lot number 1208g02 pc: 3368797), the insulin was not delivered due to a problem with the device. The consumer thought the pen was broken and the needle was not piercing the cartridge. On (B)(6) 2015, because the insulin was not delivered by the device on (B)(6) 2015, the patient had high blood glucose with levels more than 500 (unknown units) which was considered serious by the company due medically significant reasons. The patient reused the same needle for each two applications. The patient did not receive corrective treatment and was not recovered from the high blood glucose. The treatment with insulin lispro was continued. No additional follow-up will be requested once the reporting consumer declined to provide further contact. The mother of the patient operated the device and she was trained by a physician. The patient used this device model and the reported device for approximately one and half year. The device was returned on 23jul2015, and no malfunction was found. The initial reporting consumer related the high blood sugar to the insulin lispro and did not provide relatedness opinion between the dose omission and the medication. The second reporting consumer did not provide any opinion of relatedness between the events and insulin lispro. Jun. 23, 2015: upon review of this case on 23jun2015, the case was opened to update the medwatch fields for regulatory reporting. Edit 03-jul-2015: upon internal review on 03jun2015 from the global product complaint system. Complaint number provided. Update 07-jul-2015: additional information received on 06-jul-2015 from second reporting consumer. It was added second reporting consumer. It was added information that the device was available for evaluation and updated preliminary comments. Corresponding fields and narrative were updated accordingly. Update 30-jul-2015: additional information received on 28jul2015 from the second reporter consumer. No medically significant information was added to the case. Update 12aug2015: additional information received on 12aug2015 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.